Manufacturer narrative:
The embolic material was returned for analysis as it was consumed in the procedure. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Based on the reported information, there is no evidence of a device malfunction or deficiency. Therefore, a definitive cause cannot be concluded, this event is however, procedure related event. MDR related to this event: 2029214-2017-00374, 2029214-2017-00375, 2029214-2017-00376, 2029214-2017-00377.

Event description:
Citation: embolization of peripheral high-flow arteriovenous malformations with onyx. Saeed kilani m1, lepennec v2, petit p3. Diagn interv imaging. 2017 mar;98(3):217-226. Patient #13 presented with severe pain and bradycardia during onyx injection that resolved within one minute after administration of atropine and morphinic analgesia. The ica feeders were not embolized. The patient was surgically treated with outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.